Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: following submission of initial MDR, it was identified the incorrect patient codes annex e and annex f were initially submitted. Annex e and annex f code updated to reflect correct patient impact based on information reported by the customer. Device evaluation: three samples were returned to our quality team for investigation. Upon visual inspection, no issues related to the scale were observed. A device history review was performed for lot 2403112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to iso 7886-1 section 9, the tolerance for the scale for a 50ml syringe at nominal capacity is 48-52 ml. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned samples were evaluated using the same method and were found to be within the required tolerance, no issues related to the volume was identified. Retained samples of the reported lot were used for additional evaluation. All product was inspected and verified to meet required specifications, no issues with the scale were identified. Based on the sample evaluation and our quality team's investigation, we cannot identify a failure or root cause related to our product or manufacturing process at this time. Complaints received for this device and reported will be monitored by our quality team for signs of emerging trends.

Event description:
One syringe is used (tested with nacl) and three unused from the same lot no = in total will 4 syringes. I will prepare a package of one used syringe (tested with nacl) and three unused syringes from the same lot. I have done some testing today and the problem is following: when I draw up 10ml in a omnifix luer solo 10ml from braun and transfer it to the bd plastipak 50 ml, the bd plastipak shows that it is 9ml in the syringe. When I draw up 20ml in omnifix from and transfer it to pd plastipak 50ml braun, the pd plastipak shows 19ml. When I draw up 10ml in a bd plastipak 50ml and transfer it to omnifix luer solo 20ml from braun, the omnifix shows close to 11ml. Improperly labeled syringe. During use. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Has there been any healthcare workers exposure to blood or bodily fluids? No. Have any other actions been taken? No.

Event description:
One syringe is used (tested with nacl) and three unused from the same lot no = in total will 4 syringes. I will prepare a package of one used syringe (tested with nacl) and three unused syringes from the same lot. I have done som testing today and the problem is following: when I draw up 10ml in a omnifix luer solo 10ml from braun and transfer it to the bd plastipak 50 ml, the bd plastipak shows that it is 9ml in the syringe. When I draw up 20ml in omnifix from and transfer it to pd plastipak 50ml braun, the pd plastipak shows 19ml. When I draw up 10ml in a bd plastipak 50ml and transfer it to omnifix luer solo 20ml from braun, the omnifix shows close to 11ml. Improperly labeled syringe. During use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.